Event description:
The lead was reported with changing real time measurements. The r-wave amplitude began to decrease with a coupled rise in the ventricular capture threshold. The physician elected to replace the lead, but was having difficulties extracting it. The helix was not able to successfully retract with more than the specified 20 turns. The decision was to cap the lead.